Event description:
Customer called stating she was getting different readings of 1.3, 1.4, 1.8. The meter would not power up at the time of the call. The customer service agent was unable to verify if the readings could be due to missing segments, or wrong unit of measure. There was no allegation of an adverse event. The customer was advised to return the meter for investigation. A new meter was sent to her.